Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/23/2016 with the following findings: investigation revealed a battery compartment crack and a dim display. Unrelated to this, the audio bolus button cover was missing; therefore, testing of the bolus button responsiveness was impossible. In addition, the pump case was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/23/2016. Investigation revealed a battery compartment crack and a dim display.